Event description:
Boston scientific crm received information that this patient, who is a twiddler, dislodged both atrial and ventricular leads. The physician elected to surgically abandon both leads in the patient's body due to too much scar tissue. No adverse patient effects were reported.

Manufacturer narrative:
The lead will not be returned. Should additional information become available, this event would be updated.